Event description:
A report was received that a patient's precision system is scheduled to be explanted. The patient was experiencing a burning sensation at the ipg site after falling down stairs. The patient also reports that the device does not suit her needs any longer, and it scares her.